Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has had low blood glucose readings and wanted to have the basal rates to his insulin pump changed. The customer had a low blood glucose of 20 mg/dl and treated it with orange juice. The customer declined troubleshooting for the low blood glucose since his mind was set on changing his basal rates. He mentioned his desired changes and he was advised to follow-up with his health care provider about the changes. The customer successfully changed his settings. He also was assisted with changing his infusion set and completing the prime process. No products were shipped or returned.